Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" >7.5 and 4.9. Customer reported inconsistent results detailed below: test 1: > 7.5, test 2: 4.9. Results were from the same pt using same strip lot on same device. Pt therapeutic range 3-4.